Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the housing was broken, trigger was sticking, the device failed cannulation, damaged cap nut, electronic control wire insulation damaged, trigger components worn and corroded and gear components worn and corroded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to material wear and user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgery, it was observed that the battery reamer device had a cracked housing. There was no delay to the surgical procedure as a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.